Event description:
Complainant alleged that the clinicians responded to code for a patient (age unknown). The clinicians determined that the patient was presenting a ventricular fibrillation heart rhythm. The medics charged the device and attempted to deliver a 200 joules shock to the patient, but the device failed to discharge. Twice more the clinicians attempted to shock the patient, but the device failed to discharge the energy on both attempts. The clinicians then plugged the unit into ac power, and successfully delivered a 200 joule shock to the patient. The complainant indicated that the patient survived the code. The complainant indicated that the facility's biomedical engineering department was unable to duplicate the reported malfunction.